Event description:
It was reported that the pt experienced marginal symptom relief since implant two years ago including a catheter revision 4 months post implant. Repeated dye studies have been performed and did not indicate a problem; however, physician recently palpated the pocket and felt a soft spot. Surgery was performed to address concern and revealed that the catheter was disconnected from the pump. The pt ws in a rehab center for a week during which time he began to finally see improvement in spasticity was very bad "like before I had the pump". The managing hcp who decreased the dose. The pt reported that the intent is to continually decrease the dose until he is at the dose he was in the hospital. The pt will continue to work with the hcp to monitor and adjust dose. Please refer to the retrospective summary report: programmable drug delivery devices submitted by the MFR. For the previous catheter revision.